Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was being used during a robot-assisted inferior rectal resection procedure on an unknown date when it was reported, ¿it was reported that the tip of trocar was broken and fragment was fell into the patient's body during the surgery. The fragment was retrieved and surgery was completed.¿ there was no report of injury, medical intervention, or hospitalization of the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was being used during a robot-assisted inferior rectal resection procedure on an unknown date when it was reported, ¿it was reported that the tip of trocar was broken and fragment was fell into the patient's body during the surgery. The fragment was retrieved and surgery was completed.¿ there was no report of injury, medical intervention, or hospitalization of the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor per regulatory requirements to help ensure patient safety.